Event description:
It was reported to arthrocare on (B)(6) 2011 that a pt underwent a rotator cuff repair procedure, using four opus speedscrew 5.5 implants. Allegedly, two of the implants failed to engage the suture, the spring broke on the third implant, and the fourth implant deployed while ratcheting. As a result of the device failures there was a surgical delay of approx 30 mins. The surgery was reported as completed with no further incident.

Manufacturer narrative:
Pt's age was requested, but to date, has not been provided. The four devices were reported as returned for investigation. To date the devices have not been received. A f/u report will be submitted once the investigation and lot history review are completed. The three additional devices used in the same procedure were filed under MDR 2032380-2011-00067, 2032380-2011-00068 and 2032380-2011-00069. Ref: arthrocare RMA (B)(4).